Event description:
Boston scientific received information that during the implant procedure; difficulty positioning this atrial lead was experienced due to low thresholds. Eventually the lead was fixed in an adequate position. All testing with the pacing system analyzer (psa) provided normal measurements and the lead was fixed into place with the suture sleeve. During final measurement testing, an issue with the atrial lead was noted. According to an x-ray the lead appeared fractured. The lead was cut, removed, and successfully replaced. The damage to the lead was suspected to be due to the tightening of the suture sleeve. The explanted lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The lead was returned severed at 72mm from the terminal pin. Visual inspection of the lead segments identified deformation of the conductor coils at 166-167 mm from the terminal pin. This damage is most consistent with a suture tie down. Electrical testing was undertaken and verified the conductor coils in both segments of lead were continuous. Laboratory analysis did not confirm a conductor coil fracture or any lead characteristics that would have resulted in the observed high pacing threshold measurements. Analysis did verify deformation of the conductor coil and insulation in the area where a suture would have been tied down; however, the conductor coil was confirmed to be intact.